Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: the black box began on (B)(6) 2016. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 375 mg/dl with polydypsia, polyuria, and confusion. It was reported that the pump was not working. There was no other information available at the time of the call and troubleshooting was unable to be completed. The reporter was unable to be reached for additional information. This complaint is being reported because the patient allegedly experienced hyperglycemia due to unknown cause while using the insulin pump.